Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu _recharger_acc, lot# serial# unknown, product type: recharger. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient was charging more than expected. It was noted that the patient confused coupling bars with the implantable neurostimulator (ins) charge level. The patient sated the reason for the call was because the ¿recharger did not seem to be charging the way it should.¿ the patient stated when he first got the implant he only had to recharge every week to 10 days. About a year later, the patient stated he had to charge every five to six days. This year, the patient noted he had to charge about every one to two days. The patient stated he last fully charged two days prior to report. The patient noted that all the black boxes were charging. The patient noted he went to bed and turned the stimulation to ¿about 2.00¿ then when he got up he set the stimulation to 4.0-5.0 and had been doing that ¿every single day.¿ the patient stated that sometimes ¿this¿ gave him tingling in his feet as well as in the groin area that he was supposed to have stimulation. The patient wanted to know if ¿this¿ was okay for him to do. The patient also mentioned that ¿one time¿ the ¿programmer would not work¿ because the implant was too low. The patient noted he had to charge it up and it worked fine. The patient noted that he had not seen the doctor and had not spoken to the specialist about recharging frequency. The patient was redirected to the healthcare professional (hcp). It was later reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient did not have an appointment set yet. It was later reported that the patient had not had much luck with the stimulator. The patient was thinking of switching to a non-rechargeable implant. Recharging was a real hassle and the device was not working properly. Sometimes it worked and sometimes it did not work. It was too much trouble to get his device going all the time. He used to recharge every week, but now he was recharging every two days. The patient spoke with a healthcare provider (hcp) and the hcp suggested that the patient have the current implant removed and replaced with a non-rechargeable implant. He had asked for a surgery date to have this done. It was later reported that the patient got tired of recharging the battery every 2-3 days so he was having a ¿permanent¿ battery installed on (B)(6) 2015.